Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The majority of occlusions occurred during basal delivery. Pump supplies were changed to address the occlusions. Customer declined tandem technical support's offer to perform a pump system check after the current occlusion as insulin was observed exiting the infusion set tubing and insulin delivery was resumed without the occlusion reoccurring. Blood glucose was 170 mg/dl.